Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an umbilical hernia procedure and mesh was implanted. Weeks after, there was swelling where the hernia was repaired. The site was drained and there were no other problems reported. There is no additional information.